Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-sep-2025, the user reported persistent high blood glucose (bg) levels since starting a replacement ilet 3¿4 days prior, with a current bg of 359 mg/dl. The user admitted to using meal announcements to manually correct high bg, despite being advised against this practice. The user declined recommendations for a supply change, additional training, or a factory reset and ended the call abruptly. The field team was notified for follow-up. The highest blood glucose (bg) recorded was 359 mg/dl. No symptoms were experienced by the user, and no medical intervention was reported.